Event description:
A customer reported to beckman coulter inc., (bec) a leak coming from the unicel dxi 800 access immunoassay system. The customer reported a six (6) foot wide puddle on the floor.the customer is not questioning any patient results. No harm or injury was reported by the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse cleaned the spill from the waste peri-pump, and replaced the defective waste peristaltic pump tubing.hardware is the root cause of this event.(B)(4).